Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with l3-4, l4-5 intervertebral degeneration and spinal stenosis. The patient underwent a procedure for anterior/posterior lumbar fusion with posterior hardware removal. Anteriorly, the patient underwent an l3-4, l4-5 interbody fusion with nuvasive machine cages, osteocel bone graft, and rhbmp-2/acs. Posteriorly, after removing blackstone instrumentation, the patient underwent l3-l5 laminectomies with bilateral partial medial facectomies and foraminotomies, and an l3-l5 lateral fusion with osteocel bone graft and talon pedicle screw instrumentation. At 2months post-op, the patient presented with the diagnosis of radicular syndrome of lower limbs and lumbar degenerative disc disease and was treated with a transforaminal epidural steroid injection of the left l4-5 with selective nerve root block. At five weeks post-op the patient was admitted with the diagnosis of right-sided lumbar radiculitis. She was treated surgically with an l3-5 revision laminectomy with a partially medical facetectomy with foraminotomy, removal of loosened segmental pedicle screw instrumentation, and epidural injection of fentanyl and 0.25% marcaine. During the procedure, the surgeon noted, motion at the l4-5 level and the screw appeared to have loosened due to osteoporosis. The screws were removed as they did not have solid fixation. While performing foraminotomies, the surgeon noted a ¿dramatic finding¿at the l4-5 level, there was a large fragment of bone which had apparently been broken off or pushed through the disk space during the insertion of the interbody fusion space where an osteophyte has been broken off but it somehow flipped upside down and was in the middle of the foramen and appeared to be causing substantial irritation of the exiting l4 nerve root¿. Osteocel was placed laterally after decorticating the facet joints.